Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was in the range of 300 to 500 mg/dl at the time of incident. Customer was using the insulin pump system within 48 hours before high blood glucose event. Customer was using auto-mode at the time of high blood glucose. Customer was treated with insulin pump and manual injection for high blood glucose. The insulin pump will not be returned for analysis.